Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a severely calcified left anterior descending artery. A 3.50x20mm promus element¿ plus drug-eluting stent was advanced to treat the lesion several times. However, after multiple attempts, the proximal part of the shaft was broken 28cm with the hub. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.